Event description:
Report received from the USA stating that the device needed service. It was found to have damaged bearings. It is unknown if the device was used in surgery. It is unknown if medical intervention occurred. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).